Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastr ointestinal/pelvic floor. It was reported that since last wednesday the patient was having a return of symptoms, leaking or feeling stimulation and thought it was because she had a cold/flu. The patient was not feeling stimulation and therapy was on. The situation was not resolved. The patient was assisted in using the patient programmer (pp) to check therapy and therapy was on, on program 4 at 0.7v, and was increased to 0.8v. There was an appointment with the healthcare professional (hcp) tomorrow and the patient was going to discuss the symptoms with him. It was noted that the issues started on (B)(6) 2016. It was later reported that things were not going as well as they were and she was leaking again. The physician advised that she could do a program change. The patient was assisted with changing her program setting from 4 to 1 and increased stimulation from 1.1 to 1.3. Further follow-up is being conducted to determine what actions or interventions were taken to resolve the issues and if the cause of the issues were determined. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient experienced a loss or change of therapy where their leaking symptom returned and they had ¿vaginal pressure¿ since (B)(6) 2016. It was noted the patient didn¿t feel stimulation, but the therapy was on. No traumas or falls were reported that could be related to the reported event. The patient requested to change programs from 2 to 3. It was noted that the symptoms were sudden.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the rep had changed from program #1 to program #4 and the patient felt the stimulation the right way in the vaginal area. They felt that they had problems because their daughter was diagnosed with breast cancer and the patient was stressed. The rep told them if this program did not work they would try program #3. The patient called again today ((B)(6) 2016) and stated program #4 was doing great until yesterday and they started leaking again. They switched to program #3, the patient was to try it for a week and go back to #4 if it was bad. The patient was to follow up with the rep next week to see how they were doing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported the cause of the return of symptoms and lack of stimulation was not determined. No actions or interventions had been taken.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va11lr6 serial# implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient¿s ins and lead were revised because the patient was having trouble with it. It was stated that the leads were not in the right spot since implant. It was noted that the patient had completely recovered from the revision. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the lead not being in the right spot was determined on an x-ray. No further I nformation reported.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28 lot# va11lr6 implanted: (B)(6)2016 explanted: (B)(6)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was having trouble with leaking so they went to their hcp. Through the x-ray, the hcp saw the leads were not correctly placed.